Manufacturer narrative:
It was reported that the centrifuge unit was giving off a burnt smell and the connector and cables appeared black. There was no report of flames or smoke. The fire department was not called. No one was injured or sought medical treatment. However there was evidence of charred material.

Event description:
Customer reported burning smell from the statspin unit and connector cable turning discolored.